Event description:
The customer obtained discordant, falsely high test results for cancer antigen (ca125) on an atellica im 1600 instrument. The initial results were reported out, and the physician questioned the results. The customer noted that quality control (qc) results were out of range and used the same samples to perform repeat testing on an alternate instrument, serial number (B)(6). The customer informs that qc results were in range, and repeat results were in accordance with the patient's medical history. The customer informs that corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant ca125 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00395 on 28-october-2019. Correction (04-november-2019): section b5 was corrected and clarifies that repeat testing was performed on an alternate instrument, and corrected reports were issued. Siemens is investigating. MDR # 2432235-2019-00393_s1 and 2432235-2019-00394_s1 were filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00395 on 28-october-2019. Siemens filed the supplemental MDR 2432235-2019-00395_s1 on 26-november-2019. Additional information (24-january-2020): siemens evaluated the event and can confirm that quality controls (qc) was out of range and discordant ca125 results were generated and reported. The qc being out of range is a signal to the operator to hold the results. Repeat testing of the samples using a different reagent pack resulted in acceptable qc and correct patient results. The customer did not perform troubleshooting, and the cause of discordant ca125 results from one reagent pack is unknown. The customer is operational and reporting results. No further evaluation of the device is required. The following h6 codes were updated: results code and conclusions code. MDR # 2432235-2019-00393_s2 and 2432235-2019-00394_s2 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and provided instrument data and the patient's sample results for evaluation. The customer informs that the cause is not related to an instrument malfunction. Siemens is investigating. MDR # 2432235-2019-00393 and 2432235-2019-00394 were filed for the same event.

Event description:
The customer obtained discordant, falsely high test results for cancer antigen (ca125) on an atellica im 1600 instrument. The initial results were reported out, and the physician questioned the results. The customer noted that quality control (qc) results were out of range and performed repeat testing with the same instrument and samples. The customer informs that qc results were in range, and repeat results were in accordance with the patient's medical history. The customer informs that corrected reports were not issued. There are no reports of patient intervention or adverse health consequences due to the discordant ca125 results.